Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 900 mg/dl on (B)(6) 2018 11:00 am. Customer had slight headache. Blood glucose value when admitted to hospital was over 900 mg/dl. Customer current blood glucose was 369. Blood glucose reading at the time of the incident was 355 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was treated with fluid and insulin. Customer was treated because of diabetic ketoacidosis incident. The names of the hospital customer visited is hospital: (B)(6). (B)(6) reported the incident. The reporter contact is (B)(6). Customer did not perform carelink upload. Customer did not perform hp test. The insulin pump alarm no delivery. The insulin exited after reconnecting the set. The infusion set was bent. Products will not be returning for analysis. Customer was not using auto mode feature